Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-01928. This report is related to a clinical study patient. It was reported the patient had lost therapy due to one of their extensions being fractured. As a result, the fractured extension was explanted and replaced. Therapy was restored post-op. Both of the patient's extensions are being reported because it is unknown which device was liable.